Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department. The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. A system interconnection cable was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "cable fault" message. Complainant indicated that there was no patient involvement in the reported malfunction.